Manufacturer narrative:
UDI: (B)(4). The edwards sapien xt transcatheter heart valve is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography include valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) and device degeneration. Valve stenosis is a potential adverse events listed in the product instructions for use (IFU). Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. The early formation of an increased gradient across a bioprosthetic valve may also be indicative of developing thrombus on the leaflets. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the stenosis. It is possible that the stenosis of the xt valve was due to disease (aortic stenosis) progression. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported to edwards lifesciences by a field clinical specialist that a valve in valve procedure was performed via transfemoral approach, to treat a stenotic 26mm sapien xt that was previously implanted approximately three years ago. A 26 mm sapien 3 valve was implanted in the aortic position via transfemoral approach (valve in valve). The mean gradient on the stenotic xt valve was 54 mmhg. Post valve in valve procedure, the mg was 7 mmhg.

Manufacturer narrative:
Reference CAPA-20-00141.